Manufacturer narrative:
(B)(4). A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device evaluation was completed. A visual inspection noted that there were cracks on the rim of the minicap. Functional testing was conducted and the device failed the leak testing. The device did not meet specifications. The reported event was verified, but the cause could not be determined. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The device has been received and the evaluation is in progress. Upon completion of the investigation, or if any additional relevant information is received, a supplemental report will be submitted.

Event description:
During the evaluation of a returned minicap, a minicap leaked. There was no patient involvement. No additional information is available.